Event description:
It was reported that the right atrial (ra) lead was explanted due to dislodgment. The patient experienced low sensing amplitude/poor morphology and loss of capture without asystole. The dislodgment was confirmed through a chest x-ray. It was, again, confirmed through fluoroscopy right before the device replacement. The lead was replaced. No additional adverse patient effects were reported. The product is not expected to return for analysis.